Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 55.0, 106.0, and 127.0 cm from the proximal end. The introducer sheath friction lock was loaded distal to the pusher assembly mid-joint. The embolization coil was intact with its pusher assembly. Resistance was encountered while advancing the smart coil through its sheath the smart coil was unable to advance out of its sheath. Conclusions: evaluation of the returned smart coil revealed that the coil could not be advanced out of its sheath. During the functional test, resistance was encountered while advancing the smart coil through its sheath and it was unable to be advanced out. The introducer sheath could not be removed and therefore, the mid-joint outer diameter (od) and the introducer sheath inner diameter (ID) could not be measured. The root cause of the reported advancement issue could not be determine. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil out of its initial position in its introducer sheath and, therefore, the smart coil was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.